Event description:
It was reported when using the bd syringe 1ml ll w/ndl eclipse 25x5/8 rb the stopper was defective/deformed. The following information was provided by the initial reporter. The customer stated: there was a "distorted stopper."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or samples were received for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. A photo of the defect could assist our quality team in their investigation. Examination of the product involved may provide clarification as to the cause for the reported failure. We regret any inconveniences this incident may have caused you and your facility.